Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side.

Manufacturer narrative:
Visual inspection of the device balloon verifies that the balloon has burst. The edges of the burst are inconsistent in wall thickness and are ragged. This balloon does not appear to have come into contact with another instrument. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.

Event description:
Balloon ruptured intraoperatively.